Event description:
Received through pt phone call-info to suggest that the pt experienced a valve related event. The pt's dr reported that the pt experienced a possible thromboembolic event and that it was not possible to determine the exact cause. At the time of the event the pt's inr was 2.2 it has been increased to 3.0 to 3.5 since the event. Angiogram revealed normal coronary arteries and echo revealed normal functioning prosthesis. The pt has fully recovered and the valve remains implanted.